Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst. Visually inspect the product for any imperfection or surface deterioration prior to use."

Event description:
It was reported that there was a leak after the catheter had been inserted into the patient. The health professional noted that the origin of the leak could not be determined. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a leak after the catheter had been inserted into the patient. The health professional noted that the origin of the leak could not be determined. The catheter was replaced.